Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon inspection after surgery, it was noted the handle would spin under tension. Should be firm.

Manufacturer narrative:
Examination of the returned instrument found the complaint unconfirmed; a functional test with a mating component found the instrument functioned as intended. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.